Event description:
The user facility reported to terumo cardiovascular, after cardiopulmonary bypass, the arterial / venous temperature were 4 degrees below. Per facility, perfusionist was rewarming the arterial /ven temps were 4 degrees below water bath and bladder temp probe. They have done an equipment check and feel the temp probes and or oxy temp wells may have an issue. Cdi550 corresponded with oxy art/ven. They changed out probes with new ones to resolve the problem. No patient impact or involvement. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 31, 2022. Upon further investigation of the reported event, the following information is new and/or changed: correction) h6 (identification of evaluation codes 11, 3331, 4114, 213, 67) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation finding: 213 - no device problem found investigation conclusions: 67 - no problem detected the affected sample was not returned for evaluation; however, the additional complaint details it is stated that the temperature probe was changed out for a new one and the procedure was completed successfully. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The event occurred during cardiopulmonary bypass.